Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
Edwards received a report of an evoque procedure in tricuspid position where an echo was done while the patient was still in the hospital at some unspecified point post procedure, and halt was seen on the evoque valve, and the patient was put on IV heparin. The mean gradient through the valve was 5mmhg. The patient was discharged on warfarin and last reported inr was 1.3 prior to discharge.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for leaflet thickened thrombus formation (device) post procedure was confirmed with empirical evidence from the complaint description. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event were identified. The reported adverse event does not allege or indicate any edwards device deficiencies. Potential contributing factors for this event can include patient health, procedural factors, or a combination of these factors. No imaging or device returned for investigation. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.